Manufacturer narrative:
A user facility reported, " when using the neuro sponges ref 30-055 lot 24112874 exp 12/11/2029 the product, which is supposed to be x-ray detectable was not detected on the xray." Deroyal industries, inc. Requested return of the device, but has not yet been received. A supplier corrective action request (scar) will be issued to the supplier/manufacturer, medsorb dominicana. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report when additional information becomes available.

Event description:
A user facility reported, "when using the neuro sponges ref 30-055 lot 24112874 exp 12/11/2029 the product, which is supposed to be x-ray detectable was not detected on the xray."